Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the stent delivery system catheter separated as it was being introduced into the cl 3.5 guide catheter - outside of the pt's body and was removed. No pt complications were reported. Pt status is reported as "ok".